Manufacturer narrative:
Complaint (B)(4). No samples were received from the customer for evaluation. We do not have further inventory for this material/batch. No photos or further clarification on this complaint received from the customer. A review of quality records and device history records revealed no deviation in relation to the reported events. This complaint can not be determined.

Event description:
Customer states sample was clotted; when initially check for clot there was no clot but after re-centrifuged and rerun on analyzer sample was clotted. The sample had a normal ptinr value but was stopped on the analyzer for an early reaction error for the aptt. The sample was checked for a clot. And adequate volume, no clot was found. The sample was recentrifuged and run on the analyzer again for aptt. Aptt was run in extended mode and the same early reaction error appeared. The sample was checked again for a clot and then there was a large clot present. The issue has occurred more than 8 times. The affected samples are from different patient units in the hospital and are being collected by the units (not laboratory staff). When the patient samples are recollected, the recollected sample has no issues/no clot. Other samples have been drawn during same collection and edta tube was not clotted. Tubes are filled adequately (with in +/- 10% of fill line). When asked if the tube is inverted 4 times after collection as recommended by IFU, customer responded unknown as the laboratory does not perform the phlebotomy for the affected samples. The staff who collected the samples have received clear instruction regarding sample collection including the number of inversions required to obtain satisfactory samples.